Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient, via manufacturer representative, regarding patient with implantable neurostimulator (ins) for spinal pain. It was reported that the patient was being shocked by her device since approximately (B)(6) 2017. The patient contacted the representative around a week after they were reprogrammed for better coverage. The patient was to meet with a representative on (B)(6) 2017, but the patient did not show up. On (B)(6) 2017, the patient said the ins shocks were all the time and has been going on since implant. The patient also said that she had not done anything but turn it off and on. The patient was asked to get her programmer out to see if adjusting it down would help and she said she needed to recharge the ins. The patient was told to decrease first then lie flat and titrate up and she indicated that she had tried that. The patient became highly agitated, emotional, cursing and contradicting herself. It was explained that it may take several or more attempts to reach full optimization of her device while at the same time programming for relief in a manner to decrease the shocking sensations. The patient was going to charge her ins up for a while and call the representative back. The representative had not heard anything further at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on (B)(6) 2017. The caller indicated that the patient¿s implantable neur ostimulator (ins) has been off because it has been shocking them in their back. The caller did not have any further details about the event. The event was noted to have begun in (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# :(B)(4), implanted: 2017 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient stated that nothing has gotten better with the device, and they think it is making them worse. However, the patient has continued using the device. It was noted that the patient thinks it is making her hip pop out of the socket, dislocating repeatedly. They also noted that their spine is stiff from the paddle lead up, and they think it has frozen their neck up so stiff they can¿t move it. The rep encouraged the patient to see their doctor, and asked the patient to turn the device off until they were evaluated. Additionally, the rep tried reaching out to the patient on 2017 (B)(6). The patient was demanding that the device be removed as soon as possible. The patient noted that they were moving to memphis, therefore, the rep offered to help them get in touch with another manufacturing representative in the area. No further complications were reported.